Event description:
A consumer reported that after a cataract surgery with femtolaser performed to the patient's right eye (od) he experienced a bad outcome. In this surgery, the astigmatism was corrected with the laser. After the surgery, the patient had an edema, the visual acuity decreased and the patient complained about a grey vail. According to the reporter, in a posterior examination on (B)(6) 2014, the iol was found to be detached from the capsular bag which was very painful. On the next day, the lens was turned in the eye about 180 degrees, because of a fold in the capsular bag and a second surgery had to be performed. According to the patient, the grey veil resolved after the second surgery. In a third surgery performed on (B)(6) 2014, the cataract was corrected with the laser. However, the patient still had a visual acuity of 20/50. In total the patient visited the surgeon thirteen times for examinations or surgeries. According to the surgeon, everything was correct. Patient visited another ophthalmologist for a second opinion. The whole body was scanned. However, it could not be explained why the visual acuity was so bad. A skull magnetic resonance tomography (mrt) was performed, blood parameters tested, artery, blood vessels test without a negative result. The root cause of the low visual acuity was not an organic or anatomical cause. Patient reported that maybe the suction pressure was too high and that the surgeon would like to make hole into the intraocular lens. According to the patient, the visual acuity with the right eye he could only see yellowish. Additional information was received from the surgeon who reported that he would like to know the reason for the bad visual acuity and how the vision could be corrected. The patient was desperate and he had thoughts of suicide. There are two medical device reports being reported for this event. This report is for the femtolaser.

Manufacturer narrative:
Investigation including root cause analysis in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).